Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) exhibited pacing at 120bpm prior to syncopal event. The ipg remains in use. No further patient complications have been reported as a result of this event.